Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of unable to activate the safety mechanism was confirmed but the exact cause remains unknown. The product returned for evaluation was a one safestep 22 ga x 0.75 in . The difficult safety mechanism advancement was observed to be caused by a bend in the needle. The following observations were noted during the sample evaluation: the needle was bent at the region where the needle extends from the base microscopic examination of the sample found no supporting evidence of a specific root cause the needle tip was not observed to be damaged. Based on the evidence provided with the returned sample it is unknown when or how the bend occurred in the needle. Damage to the needle could have occurred at the manufacturing facility, during shipping, during use, or during storage of the product, and no evidence was observed which supported a specific root cause of the event. A lot history review (lhr) of asbxs0227 showed four other similar product complaint(s) from this lot number.

Event description:
The needle was found to be bent causing the safety mechanism to not work.